Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.75 x 12 synergy drug-eluting stent was advanced; however, it failed to cross the lesion and the shaft was broken. The procedure was completed with another of the same device. No patient complications nor injuries were reported.